Event description:
The sv300 was on a pt in the ICU. Settings: prvc, vt 700 ml, rr 12 bpm, peep 10 cm h20, fio2 45. The ventilator was put into "standby" while the pt was suctioned. Five minutes after being reconnected to the pt, the ventilator stopped working. The control panel screen was blank and there was no gas flow. A faint intermittent (every 5 seconds) alarm could be heard, otherwise there was no other indication that the ventilator had stopped. The hosp biomedical staff investigated and found that the f1 fuse in the power supply had blown. The fuse was replaced, the machine checked out and returned to clinical service.